Event description:
A break in the retention dome during traction removal. The indwelling period was 105 days.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed. Upon receipt at bas, a partial semi-circular break in the retention dome was observed. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggest the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. However, the exact mechanism of damage is undetermined at this time. The complainant indicates the complaint sample had been in place for approx 105 days prior to the complaint incident. Gross visual and microscopic examination show no evidence of a defect or deformity related to the mfg process. A chr is not possible, as not mfg lot number info has been provided by the complainant.